Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin, and no further assistance was deemed necessary by technical support.